Event description:
It was reported the customer had been hospitalized for low blood glucose several times. The customer also reported issues with their sensor. Customer was advised their sensors will be replaced. The customer's blood glucose was 110 mg/dl. No additional information provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.